Event description:
This is 1 of 2 reports for complaint (B)(4).

Event description:
Device report from (B)(4) reports an event in (B)(4) as follows: during a distal radius fracture procedure, after repositioning and implanting the plate, the surgeon then inserted the cortex screw in a positioning hole at the shaft. While the surgeon was inserting the va locking screw into the most distal hole in the first row at the ulnar side of the plate with the torque limiting driver using a guiding block by a fixed-angle procedure, the locking screw went through the plate. This event was noted while viewing the x-ray. The surgeon removed the plate and screws and replaced the plate with another sized plate. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Additional narrative: device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The hole va2 is not measurable, because this hole got damaged after the lot release. The overall conclusion to the plate: all inspected characteristics are in specification. We conclude that the cause of this damage is not due to any manufacturing non-conformances.